Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the individual experienced an accident resulting in a broken left elbow, specifically a fracture of the right ulnar radius, and underwent surgery on an unknown date. Recovery seemed to progress well initially, but by mid-2023, rehabilitation began to regress, leading to increased pain despite intensified physical therapy. A second opinion revealed complications with the implant, including a significant gap between the ulnar radius head and the bone. Although pain subsided in still positions, the doctor advised a reduction in physical therapy and the use of magnetotherapy. Eventually, the bone healed, but issues with joint movement arose, including a lack of full range of motion and occasional pain. An MRI indicated inflammation and subluxation near the implant. Currently, there is persistent right elbow pain and symptoms affecting the ulnar nerve. An orthopedist has recommended the removal of the plate and screws due to concerns about inflammation caused by the implant. A new surgery for this removal is scheduled for the implant and six screws.